Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7101211; product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7102073; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7123088; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7122872; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30731076; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30994075.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the lead and lead extension sites, wherein there was visible drainage coming from the sites. The patient was admitted to the hospital and administered IV antibiotics. The patient underwent a revision procedure where the full dbs system was explanted. The explanted devices were discarded at the facility and were not returned to bsc.